Manufacturer narrative:
Additional narrative: a product development evaluation was conducted. The helical blade mates properly with the helical blade inserter and the helical blade coupling screw; this implant is in good condition with no distinguishable damage or dimensional discrepancies. The complaint against this implant is unconfirmed. Given the condition of the returned implant and devices, it is not known what led to the complaint condition of ¿jammed,¿ therefore the root cause is undetermined. The design of this implant and risk assessment was found to be adequate for its intended use and did not contribute to this complaint condition. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that during an intramedullary nail trochanteric fixation of the left hip on (B)(6) 2014, the coupling screw was broken. While the surgeon was inserting the helical blade into the femur head he hit the helical blade inserter. Subsequently, the impactor, or the large knob on the coupling screw, broke off. The surgeon continued the procedure using another trochanteric fixation nail system from the back table since the devices jammed and could not be easily separated. There was a 15 minute delay in surgery but the procedure was successfully completed. Patient outcome was reported as successful. This is report 3 of 3 for complaint (B)(4).

Manufacturer narrative:
Device used for treatment, not diagnosis. Additional product code hwc. Device was not implanted nor explanted. A review of the device history record revealed no complaint related anomalies. The device history record shows this lot was processed through the normal manufacturing and inspection operations with no rework or nonconformities noted. This lot met all dimensional and visual criteria at the time of manufacture with no issues documented during the manufacture that would contribute to this complaint condition. A review of the raw material device history record revealed this lot met all specifications with no anomalies noted. Subject device has been received and is currently in the evaluation process. Investigation is ongoing; no conclusion could be drawn. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.